Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator turned off during pace mode. There was no reported negative patient impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator turned off during pace mode. Updated problem statement: the reported symptom was clarified. The customer reported "this defibrillator didn't accept values less than 110ma." The customer was reporting that the amount of energy required to deliver pacing with capture was more than they expected. It was reported that a patient arrived in the emergency department and was actively being paced with an unknown brand of defibrillator. The clinicians wanted to switch the patient over to their mrx defibrillator. When switching the patient over to the mrx defibrillator, they reported that "defibrillator didn't accept values less than 110ma." The patient was then switched to a different defibrillator to deliver pacing therapy and there was no report of patient impact.